Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they dropped the insulin pump and it went all white. The self-test was performed but the screen went white and then blank. It did not vibrate or make any tones. The insulin pump reset itself. Customer's blood glucose level dropped to 3.7 mmol/l. The screen went blurry and then went to normal. The insulin pump alarmed pump error 63. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. Device received with operating currents within spec. Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device was monitored for 24 hours and no blank display anomalies, blurry display or unexpected white display noted. Power connector plugin and locked in place properly. Hardware low levels alarm confirmed in the insulin pump history due to cold solder joint on keypad assembly. Device received with cracked select button keypad overlay and minor scratches on lcd window.